Event description:
A shockwave m5+ peripheral intravascular lithotripsy (ivl) catheter was used to treat a patient with severe calcified iliac artery disease. The ivl catheter 300 successfully delivered 300 pulses. It was reported that during the procedure, the left common iliac artery perforated, leading to a significant drop in arterial blood pressure and necessitating intubation. The physician deployed covered stents emergently to address the perforation. The exact cause of the perforation is uncertain, with potential factors including balloon inflation against a calcified lesion or sheath advancement. The procedure was completed successfully, and the patient was intubated but otherwise stable. The patient was reported to be doing well post procedure and discharged the following day with no additional sequelae.

Manufacturer narrative:
The device referenced in this report was not available for return to shockwave medical, inc. Therefore, a physical examination cannot be performed. The exact cause of the perforation and hematoma could not be determined; however, the physician stated that balloon inflation against a calcified lesion or sheath advancement may have been contributing factors. There was no ivl malfunction reported. Shockwave medical has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to being distributed. A review of the manufacturing and test documentation for subject lot does not reveal any issues with the manufacturing of the device. The device passed all of shockwave medical, inc. Acceptance criteria prior to shipping.